Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of power issue. After exposure to moisture, the pump lost power and is completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: a visual inspection of the pump revealed a cracked battery compartment and that the battery cap was undamaged. A review of the pump¿s history showed multiple reboots. The pump powered on normally but could not be tested due to an unrelated keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.